Manufacturer narrative:
Breakage is labeled in the IFU. Event evaluation: still under investigation.

Event description:
Ansel sheath separated and broke off in patient. Patient moved from lab to surgery for device portion removal. Multiple attempts to gain any additional information have been unsuccessful.